Manufacturer narrative:
Date is approximate with year validity. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient had a nerve test for an unrelated ankle surgery and the implanted device appeared on the reading. The patient reported they would sometimes feel stimulation in the past but they no longer did since the nerve test. The patient stated they had not had a change in their underlying symptoms. The patient was sent a list of health care physicians (hcp) to follow up with as they had no primary hcp. There were no further complications reported/anticipated.